Event description:
It was reported to olympus, that the evis exera iii colonovideoscope insertion section had a hit/scratch. Inspection and testing of the returned device found that the nozzle was clogged with foreign matter. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the connecting tube had a scratch. The bending angle in the up direction and play of the up/down knob were out of standard value due to wear of the angle wire. The adhesive on the bending section rubber had a chip, a crack and a white clouded area. The adhesives around the objective lens and light guide lens were peeled and switch 2 had a scratch. A flare also occurred due to adhesive peeling around the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.